Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: ds10005528 - bi mentum r pe liner 5528; cat# rm52160155; lot# 2306814a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(4): serf rc-24-0383 revision hip left.

Event description:
No new information.

Manufacturer narrative:
Update of the product catalog in section d4. Update in section g4 combination product to "no". Reported event: an event regarding pain (leading to revision) involving a bi mentum r revision cup 55 was reported. Since the devices were not returned to serf, a technical investigation is not feasible. The investigation is therefore conducted based on the records available for the affected batches and the monitoring records for the production period of the affected batches. The data recorded by serf throughout the manufacturing of the affected batches, the microbiological monitoring data, and the process monitoring data demonstrate that the products were clean and sterile when they were placed on the market. Furthermore, the inspections performed during and at the end of production demonstrate the dimensional conformity of the products. Thus, the serf devices were compliant when they were placed on the market. The data recorded by serf throughout the manufacturing of the affected batches, the microbiological monitoring data, and the process monitoring data demonstrate that the products were clean and sterile when they were placed on the market. Furthermore, the inspections performed during and at the end of production demonstrate the dimensional conformity of the products. Thus, the serf devices were compliant when they were placed on the market. Corrective action/preventive action: no action is required.